Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Information was received from a senior researcher for registry project m14: henderson failure report identifying patients requiring medical intervention which was not previously reported. Mets proximal femur. Henderson failure classification 1 (soft-tissue failure). Reason for failure: patient fell. (B)(6) 2020 reduction and repair of implant.

Event description:
Information was received from a senior researcher for registry project m14: henderson failure report identifying patients requiring medical intervention which was not previously reported. Mets proximal femur. Henderson failure classification 1 (soft-tissue failure). Reason for failure: patient fell. (B)(6) 2020 reduction and repair of implant.

Manufacturer narrative:
Reported event: an event regarding dislocation involving a mets, proximal femoral replacement was reported. The event was confirmed by x ray review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for mets proximal femoral replacement which was inserted on (B)(6) 2020. The surgeon reported that the patient had a fall 17 days after surgery that led to a revision surgery of reduction and soft tissue repair. The x-ray images provided show that the femoral head fit inside the acetabular socket and there is no periprosthetic fracture. The femoral stem is well fixed. However, there is no date on all the images provided so not sure when these images were taken, either after fall or after revision surgery. Therefore, the radiographic review cannot confirm the clinical report. Device history review: review of the product history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, additional x-rays are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.